Manufacturer narrative:
A ge representative evaluated the system and performed a generator calibration. System operates as intended. (B) (4).

Event description:
The customer reported poor image quality and the system is displaying a low ma error. No patient injury was reported.